Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump screen had scratches and it was difficult to read, buttons were harder to press, sometimes had to press buttons twice as well as insulin pump rejecting the new batteries. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.